Event description:
Healthcare professional reported "saline textured style" and capsular contracture baker grade unknown. This record is for the right side. The device has been explanted and replaced with a non-abbvie device. Unknown if device will be returned.

Manufacturer narrative:
The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "saline textured style" and capsular contracture baker grade unknown. This record is for the right side. The device has been explanted and replaced with a non-abbvie device. Unknown if device will be returned.